Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of the device history records showed no abnormalities that could cause or contribute to the reported event. A service history review will be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized one day prior to death for an unknown reason. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. Testing of the power cord received with the device revealed no problems and that it is electrically intact. The device was serviced more than one year ago; therefore, the service history review will not be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.